Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke un half inside my uterus') and embedded device ('half it got lost in my uterine tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure broke un half inside my uterus"), migraine ("severe migraine"), dyspareunia ("pain during and after intercourse /painful cramps after intercourse") and fatigue ("exhausted"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, embedded device, device expulsion, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, embedded device, fatigue and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, device expulsion, dyspareunia, embedded device, fatigue and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to # (B)(4) to which all information will be transferred, then this duplicate # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke un half inside my uterus') and embedded device ('half it got lost in my uterine tissue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure broke un half inside my uterus"), migraine ("severe migraine"), dyspareunia ("pain during and after intercourse /painful cramps after intercourse") and fatigue ("exhausted"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, embedded device, device expulsion, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered device breakage, device expulsion, dyspareunia, embedded device, fatigue and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media device breakage, device expulsion, dyspareunia, embedded device, fatigue and migraine. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.